Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Bubbles in flow system. The customer technical advocate (cta) was able to determine that the issue with the high platelet counts was resolved by draining and refilling the reagent reservoirs and the optical flow cell. The instrument and quality controls were performing within specifications. The likely cause of the issue was related to bubbles in the flow system. The cell-dyn 3200 system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The account stated that the cell-dyn 3200 sl analyzer generated an initial platelet result of 1,205,000/ul. The result was questioned as it was higher than historic results. The sample was repeated on the sapphire analyzer and a result of 242,000/ul was generated. The suspect result was not reported and there was no impact to patient management.